Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and could not confirm the complaint. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.